Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply cable and the interconnect cable were replaced. The system was tested and operates as intended.

Event description:
The customer reported the interconnect cable failed on the 9600 system. No patient injury was reported.